Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 19-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 122 and 227 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/22/2021 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (date/time not set, are am fasting results): result 1: 122 mg/dl date: (B)(6) time: 09:28 am fasting. Result 2: 111 mg/dl date: (B)(6) time: 10:28 am fasting. Result 3: 227 mg/dl date: (B)(6) time: 10:33 am fasting. Result 4: 105 mg/dl date: (B)(6) time: 7:14 am fasting. Result 5: 114 mg/dl date: (B)(6) time: 10:46 am fasting.